Event description:
The customer reported to olympus during set up the user switched the visera elite ii video system center unit on and the error code e333 was displayed. The facility finished the procedure with another similar device. There were no reports of patient harm or impact associated with this event.

Manufacturer narrative:
The reported issue was not confirmed. When the device was tested by an olympus representative, the error log displayed two instances of error e333, but the fault was not present during testing. Externally, the device was in a good condition with no damage or defects detected on the external components. Internally, the device was very dusty with a layer of dust covering the heatsink and some of the printed circuit board (pcb). Error e333 relates to a faulty touchscreen sensor or a disconnection between the touchscreen and the cp printed circuit board. Internal inspection confirmed all connectors are securely connected. The device was soak tested for 48 hours with no faults occurring. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event occurred due to a faulty touchscreen sensor or a disconnection between the touchscreen and the printed circuit board. However, the definitive root cause was unable to be determined. Olympus will continue to monitor field performance for this device.